Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This report of the patient not opening the transfer set for therapy was determined to be use error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to open the transfer set immediately after connecting it to the patient line. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that home patient (hp) had not opened her transfer set during overnight therapy on a homechoice (hc) machine. The hp did not realize that she had not opened the transfer set until hours into therapy when she woke up and saw the hc displaying check patient line/connect yourself. The technical service representative (tsr) explained that the message was not an alarm and that the message was what is displayed at the beginning of therapy before the go button is pressed. The hp was to setup with new supplies for her next therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.